Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found no physical damaged. Error code 1720 was found in the event history log. Functional testing was unable to be duplicated; however, it was confirmed in the ehl. The most probable cause is a defective backup capacitor. The backup capacitor was replaced. The service history review identified an indication that the complaint was related to a service of the device outside of the review period.

Event description:
It was reported that the device exhibited a 'last error code 1730'. The fault occurred while checking before in use with the patient.